Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was provided with pump reset information and received assistance in resetting the pump. After the reset, a time setting issue was noted, but the same malfunction code did not recur, and the customer was allowed to continue using the pump with the instruction to call back if the issue returns.